Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus in a procedure for the treatment of esophageal and gastric varices on (B)(6) 2025. During the procedure, it was found that the device could not be pushed and was suspected to be stuck and could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy device evaluation: with all the available information, boston scientific concludes that the most probable cause is cause not established. The speedband superview super 7 was returned for analysis. During the visual inspection, it was observed that the handle does not have evidence that the trip wire was secured to the post and the slack was not taken up. The ligator housing did not return for analysis to identify any defect with the device. Based on the evidence, the reported event of bands failure to deploy was not confirmed with testing of the returned device. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the information for use (IFU). The IFU states take up slack by pulling proximal end of trip wire on handle unit, however, it was found that the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. The ligator housing was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus in a procedure for the treatment of esophageal and gastric varices on (B)(6) 2025. During the procedure, it was found that the device could not be pushed and was suspected to be stuck and could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.